Event description:
A partial knee arthroplasty pt suffered a fall, and subsequently experienced pain due to loosening of the tibial component. The surgeon performed a revision of the tibial component. During the revision, the tibial component was able to be removed relatively easily after using flexible osteotomes on the front third of tibia and impacting upwards on baseplate. There was no evidence of cement loosening from baseplate. A small amount of cancellous bone came out with the implant. A manual saw cut was made to get below the bone removed. A new base plate was implanted using manual instrumentation and a 12 mm onlay insert was used.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated at mako surgical. The surgeon stated that the pt was doing well prior to the fall, and experienced pain after the fall. Therefore, the tibial loosening appears to have been directly attributed to the pt's fall. There is no evidence to suggest that the rio implants failed to perform as intended.